Manufacturer narrative:
Photos of the explanted devices were returned for review. The femoral head taper appears to show a dark residue of an unknown substance. The liner's condition is difficult to discern from the photos due to blood remaining on the surface, however there is a screw hole present from the removal effort. The device history records were reviewed for the femoral head and stem and both lots were found conforming. These devices were used for treatment. A written report analyzing the patient's (B)(6) 2015 MRI and radiographic series states that there is synovial thickening and nodularity with a soft tissue component that extends posterior to the joint towards the sciatic notch. Atrophy of the muscles is also stated with a complete tear of the gluteus minimus tendon and a partial tear of the gluteus medius tendon. The patient has bilateral thas and the left hip was revised in (B)(6) 2015 for adverse local tissue reaction. Primary operative notes were reviewed and were unremarkable. Component compatibility was reviewed with no issues noted. No additional complaints have been received against the femoral head or stem manufacturing lots. With the information provided, a definitive root cause cannot be stated with certainty.

Manufacturer narrative:
(B)(4). Other device used: catalog #00630505032, trilogy longevity crosslinked poly liner, lot #61565804, manufactured by zimmer inc. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to instability and an adverse tissue reaction.